Event description:
A customer reported a delivery issue with a replacement adc device sensor. The customer initially reported receiving a ¿replace sensor¿ error message while wearing the sensor. A replacement device was ordered however, the customer called back to report that they did not receive the replacement order and was unable to monitor their blood glucose. As a result, the customer experienced a loss of consciousness and was provided a glucagon injection by their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.